Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The distributor stated that the audio bolus button was difficult to use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the complaint could not be duplicated or confirmed. The audio bolus button responded properly with sound and vibration. There was no delayed response observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.